Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease and openings. A leak test was performed which found an opening in the diaphragm valve. A microscopic analysis was performed which identified a crack opening and a sharp opening in the valve bond edge. Based on the device analysis, the final assessment is a crack opening on the diaphragm valve due to cracked valve seat diaphragm valve, and a sharp opening on valve bond edge due to an unidentified tear opening.

Event description:
Healthcare professional additional reported "leaking at valve".